Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: b5, d4 - expiration date null, g4 - PMA/510(k) #, problem code, health effect - impact code. The device was returned to olympus for inspection, and the reported failures were not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause could not be established. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additionally, the customer reported blackout image.

Event description:
It was reported the flex video scope displayed blurry image. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.